Manufacturer narrative:
Product information: unit #2: model #: 606-300-018, mfg. Date: (B)(4) 2009, exp. Date: 09/30/2010.

Event description:
A (B)(6) female patient was operated on for a large abdominal hernia. Two separate product (B)(4) units were implanted on (B)(6) 2009. One was lot #090905, model #606-300-017, manufactured on (B)(4) 2009 with an expiration date of 08/31/2010. The second was lot #0910027, model #606-300-016, manufactured on (B)(4) 2009 with an expiration date of 09/30/2010. The patient was discharged in good condition. On (B)(6) 2010 the patient presented with wound redness, discharge and copious amounts of cloudy yellow drainage. The wound was opened at the midline. On (B)(6) 2010, she underwent drainage of pus. The product was intact, but thinned and exposed. On (B)(6) 2010, she presented again for ongoing wound breakdown with subcutaneous infection. The wound was explored and another implant product placed over the (B)(4) to provide further protection to the bowel. A new incision at a healthy site was used for drainage. The manufacturing records for these product lots were reviewed including the sterilization records and everything was in order. It is probable that the patient's infection contributed to the thinning of the implanted (B)(4).